Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD). Upon review an earlier untreated episode due to noise was stored. The sensing vector was changed from primary to secondary and no other episodes have been recorded. During the follow-up visit noise was not able to be reproduced. Technical services (ts) was consulted and discussed that the noise appears to be consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode and noted potential causes. Ts suggested obtaining an x-ray and additional troubleshooting options. The s-ICD and electrode remain in service.